Event description:
A report was received regarding detector #2 which slid outside its mechanical slot and landed on detector #1. An investigation conducted on site revealed the field engineer (fe) dropped a service tool. In trying to retrieve the tool they released a mechanical end stopper of the detector. The detector moved the whole maximum "in" travel without activating the limit switch due to the missing mechanical end stop that also activated the limit switch. The mechanical end stop which was removed just prior to this would have stopped the detector from falling had it been in place. System was out of use following the incident. Root cause was human error. No one was injured and no other adverse effects were reported.